Event description:
It was reported that "the pt had a painful knee for a longer period and substantial limitation of movement. A surgery took place with indication of revision of the total knee prosthesis. With the medial capsule, incision fluid squirted out of the knee with power. Also a very thickened synovial layer and an osteophyte. During inspection, it turned out that both prosthesis parts get completely stuck."

Manufacturer narrative:
Device is not available at this time. No additional info is known.